Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.7. Hardware: iphone17.2. Cgm sensor type: g7.

Event description:
It was reported that the patient had been to the ER (emergency room) with hyperglycemia. The patient's blood glucose levels reached 500 mg/dl while wearing the pod. The patient was treated with insulin injection and then switched to long-acting and short-acting insulin pens. It is unknown when the patient was released from the ER.